Manufacturer narrative:
D10: 2508718 -02-012-35-3509 - logic tibia ps mod insrt sz 3.5 9mm. 2514473-02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t. 3545855- 204-34-02 - fluted stem extension 25l x 14 mm. 3558907- 200-02-35 - three peg patella 35mm. 3621608- 02-010-01-0335 - logic femoral ps cem right sz 3.5. 3638583- 201-78-82 - collar fixation pin 2pk 40mm, quick . 3638700- 201-46-10 - holding pin headless 3" (4 pk). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2024-00617. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data of the femoral and tibial metal components was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report #2 of 2 for this event. It was reported via legal documentation that a patient had a right total knee arthroplasty. Subsequently, eight (8) years, eleven (11) months later, the patient underwent a revision procedure due to prosthesis wear. Additionally, it was reported the patient continues to experience significant pain, discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage and bone loss. No additional information is available.